Event description:
A dobutamine dependent cardiac patient reportedly expired 60 t0 90 minutes after having been switched from a hospital's pole mounted pump to an ambulatory pump in preparation for discharge from the hospital. The patient was still at the hospital when the incident occurred. A home care nurse had placed the patient on the ambulatory pump, and the patient was watiing for a ride when they complained of weakness and subsequently arrested and was unable to be revived. The pump is sequestered in the legal department of the hospital.